Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when their second ins was implanted in (B)(6) 1999, the implanter didn't get the lead into the right place. The patient said the implanter missed the thalamus by an eight of an inch, which made the lead "useless".

Event description:
Additional information was provided indicating that the patient called back again with questions regarding MRI eligibility in the setting of a depleted ins battery. The agent reviewed that MRI eligibility cannot be determined with a dead ins battery. The patient then shared that an older implanted device from the late 1990s remains in the body but provided inconsistent dates when describing it. The agent advised that the managing physician should verify all implanted device information and ensure medical records are updated, as accurate and current records are required to assess MRI eligibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.